Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the magnet was missing from the lid. The battery and lid were replaced to resolve the issues. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the magnet was missing from the lid. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.